Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. There is no allegation from a health care professional that the death was device related. Analysis of the device is in process; the results will be forwarded when available. Follow up with manufacturer's representative reported the physician had interrogated the device and reported he did not think there was any device issue. The interrogation showed there were no short intervals or impedances changes leading up to the day of death. The only abnormal impedance changes occurred on the day of death.

Event description:
It was reported patient had slow heartrate in 20 - 40s while at home. He subsequently lost consciousness and vital signs. ECG strips during resusitation showed no visible ventricular pacing output spikes and no intrinsic cardiac rhythm documented. Patient died that same day. Coroner reported patient had multiple medical problems and died suddenly from undetermined cause. Diagnostic data from device showed no arrhythmia detection or interventions. "An abrupt rise in the rv pacing lead is noted to have occurred on the day of death (time unavailable)." Follow up with health care professional reported patient "had underlying issues." Patient had medical history severe cardiomyopathy with low ejection fraction. Further reported device tested okay when patient discharged from hospital in 2009 after implant. Patient had been seen by cardiologist the following month, and was doing okay. No allegation from a health care professional that the death was device related.

Event description:
It was reported patient had slow heartrate in 20 - 40s while at home. He subsequently lost consciousness and vital signs. ECG strips during resusitation showed no visible ventricular pacing output spikes and no intrinsic cardiac rhythm documented. Patient died that same day. Coroner reported, patient had multiple medical problems and died suddenly from undetermined cause. Diagnostic data from device showed no arrhythmia detection or interventions. "An abrupt rise in the rv pacing lead is noted to have occurred on the day of death (time unavailable)." Follow up with health care professional reported patient "had underlying issues." The patient had medical history of severe cardiomyopathy with a low ejection fraction. It was further reported the device had tested okay when patient discharged from hospital in 2009 after implant. Patient had been seen by cardiologist the following month and was doing okay. There is no allegation from a health care professional that the death was device related.

Event description:
(B) (4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. There is no allegation from a health care professional that the death was device related. Follow up with manufacturer's representative reported the physician had interrogated the device and reported he did not think there was any device issue. The interrogation showed there were no short intervals or impedances changes leading up to the day of death. The only abnormal impedance changes occurred on the day of death. Evaluation summary: (B) (4) - battery depletion-normal.

Manufacturer narrative:
Correction made to alert date. Additional information: information identified in the manufacturer's database indicated the patient died approximately one month post implant of the leads approximately. Four years ago. Evaluation summary: (B)(4): the device was returned and analyzed and met expected longevity. (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation was breach cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breach cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. There is no allegation from a health care professional that the death was device related. Analysis of the device is in process; the results will be forwarded when available.